Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post procedure, r wave sensing decreased and the device was intermittently sensing due to a possible hematoma. The physician will continue to monitor the device and reevaluate at next follow-up. The patient was in stable condition.

Event description:
Post procedure, r wave sensing decreased and the device was intermittently sensing due to a hematoma. The physician reprogrammed the device and will continue to monitor the device. The patient was in stable condition.